Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black particles in the device. Patient alleged headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles in the device and headache. The device was returned to the manufacturer's service center for further evaluation. The device was inspected both internally and externally and the manufacturer observed contaminant in the ui bezel near the power on button, mineral deposits and dust contamination in the iso port. The manufacturer observed minor dust contamination in the ui bezel, air inlet/outlet seal, heater plate surface. The manufacturer also observed slight brown discoloration around heater plate spring, several mineral deposits in the humidifier tank and tank pan. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were one error (e-370) found. The manufacturer concludes that they could not confirm the customer's allegation and there is no visible damage or functionality failures of the device and the source of contaminations were external to the device.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The manufacturer confirmed the device dreamstation 2 (B)(6) is not part of the recall res88058. The report MDR 2518422-2022-43902 was filed incorrectly.